Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The customer reported receiving a low battery alarm. The unit was in use at the time of the issue, however there was no patient harm. The manufacturer's field service engineer provided remote advise on how to troubleshoot the battery alarm. The customer has been contacted for resolution on the issue though no response has been received at this time.